Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 5f sheath hole prior to a heart ablation procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A second proglide device was attempted; however, a cuff miss [suture retrieval issue] occurred. The lever was returned to its original position and the foot closed but the device was unable to be removed from the anatomy. The device separated into two pieces at the guide. Surgery was performed to retrieve the separated sheath. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. The patient is doing well post surgery. The heart ablation procedure was not performed and was postponed. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.